Manufacturer narrative:
The event description indicates: "it was reported that the patient was implanted with the wrong size of the inflatable penile prosthesis (ipp) pump. The ipp pump was removed and replaced with a new one." The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The operating room manual 92127382-01 was reviewed. General instructions on how to choose the appropriate ams 700 size are included. Review of manufacturing documentation was not performed as the device met specifications. A review of the ship history was not performed since the batch number was provided. No risk review required per cis product investigation wi, (B)(4). An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient was implanted with the wrong size of the inflatable penile prosthesis (ipp) pump. The ipp pump was removed and replaced with a new one.

Event description:
It was reported that the patient was implanted with the wrong size of the inflatable penile prosthesis (ipp) pump. The ipp pump was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.